Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During an initial implant procedure, an increased pacing impedance was observed on the right ventricular (rv) lead. The rv was explanted and replaced to resolve event. The patient was stable.